Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. This issue has been previously investigated in (B)(4). Refer to cmp-(B)(4) for additional information. Since completion of (B)(4), fmea001 has been revised from revb.0 to revc.0. Fmea001 revc.0 has been reviewed and no changes were made that impact this investigation. A DHR review of kit lot number k10a012203234m1 was performed; no ncrs were identified that could have contributed to the issue of "false positive". Based on the information above, no further investigation is required. A most probable root cause cannot be determined without returned product. Potential root causes include but are not limited to: low viral load, environment, improper collection/handling, device malfunction. Refer to (B)(4) for additional information.

Event description:
Customer contacted us on 08/19/2023 to report a false positive result.